Event description:
It was reported that the external pulse generator did not power on. It was noted by the biomedical engineer that the battery wasreplaced and the generator then functioned as expected, but it was returned for evaluation and calibration. It was indicated that there was no patient involvement.

Event description:
It was reported that the external pulse generator did not power on. It was noted by the biomedical engineer that the battery wasreplaced and the generator then functioned as expected, but it was returned for evaluation and calibration. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: the generator was returned and analyzed and no anomalies were found. It was also recalibrated and functionally tested and passed its final quality assurance (qa) tests. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).